Event description:
Customer described patient as elderly, in extremis. Mepilex border sacrum applied prophylactically to reduce chance of pressure ulcer. Suspected deep tissue injury developed under dressing. Patient expired one day later ((B)(6) 2010).

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 22.5 cm to 23.1 cm from the connector pin, due to friction with another device, which could cause the noise problem. The proximal insulation was also cut at 7.2 cm and at 19.2 cm from the connector pin.

Event description:
It was reported that noise was observed on the ecgm's. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.